Event description:
It was reported that during a cholecystolithiasis, the device could be used until halfway through, but the clip became stiff and the device could not be used when loading. Use was stopped. Er320 was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 9/22/2025. D4 batch # m9cd9c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and fifteen (15) clips were found inside the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch m9cd9c number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2025. Additional information was requested, and the following was obtained: additional information assigned to affiliate: 1. Since el5ml does not use reload, please provide more details for "the cartridge color was gold": it was mistake. It was written by error.